Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call of issues with rising blood glucose levels. The customer states they believe their device is not producing a basal delivery, because their levels are rising. The customer's blood glucose level at the time of incident was 326mg/dl. The customer's current blood glucose level is 454mg/dl. The customer treated their high levels with a manual bolus from the pump. The customer states their levels have gotten to 32mg/dl and have had the paramedics arrive to treat, but did not go to hospital. Troubleshoot was conducted. The customer was not able to complete troubleshoot. The customer is being sent out a tubing clamp to complete high pressure test. The customer will call back when it has been received.